Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4) . FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique d4evice identifier for the commercial heartmate3 lvas is (B)(4) . Manufacturer's investigation conclusion: a correlation between the device and the reported arrhythmia could not be conclusively determined through this evaluation. The hm3 IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple episodes of ventricular tachycardia with shocks post surgery. The patient's antiarrhythmics had been stopped pre-surgery. The patient was given a bolus of amiodarone and IV lidocaine was started. Treatment also included cardioversion. The event reportedly resolved on (B)(6) 2017. No further information was provided.